Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a low anterior resection procedure. Reportedly the instrument was difficult to close. The hosp has reported no pt injury.